Event description:
The trailblazer support catheter was used up and over the aortic bifurcation for an angiogram down the right leg. When the traiblazer was up and over aortic arch for the angio gram, the guide wire was removed. On pull back, through the iliac, the catheter got stuck (possibly) on the iliac stent. The trailblazer then kinked at the arch and fractured. The tip could not be snared and needed to be surgically removed.

Manufacturer narrative:
A review of the manufacture records did not indicate any discrepancies relevant to the reported event. Further analysis of the trailblazer from this event showed that the fracture was not associated with the recall issued in november 2009 (B)(4).